Event description:
Complaint alleged that during routine testing, the device displayed "error" on power up, and an arrow pointing to a displayed trouble-shooting chart. The unit displayed this info for approx 10 seconds, and then shut down. There was no pt involvement during the reported malfunction.